Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) experienced a power on reset (por) error message while trying to connect with the implantable neuro stimulator (ins); the pt noted a recent revision surgery. No pt symptoms reported. If additional information is received, a follow-up report will be submitted.